Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Electrical and connection issues were reported to the subject pacemaker. On (B)(6) 2014, the patient was taken to the hospital due to pacing failure suspicion. Compared to the previous measurement values, r wave amplitude was decreased from 10mv to 3mv. V lead impedance was increased from around 400 ohms to greater than 3000 ohms and also pacing threshold was increased from around 1v to 4.5. V. Stored data was reviewed during the follow-up, revealing the v lead impedance increased to over 3 kohms on (B)(6) 2013 and it was back to normal values after that. However, the impedance increased to over 3000 ohms again since the end of (B)(6) 2013. On x-ray photo taken on the same day it was observed that the tip of ventricular lead pin was not protruded from the distal connector block. A re-intervention was performed. During the procedure the ventricular lead came out of the port before unscrewing the set-screw. Leads measurements were normal. A new pacemaker was implanted.